Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple erratic magnesium results and quality controls (qc) while using the architect c8000 analyzer. The following data was provided. The customer uses magnesium normal range 1.6 to 2.6 mg/dl. (B)(6) initial 0.9 mg/dl, repeat using another analyzer 1.7 mg/dl (B)(6) initial 0.8 mg/dl, repeat using another analyzer 2.0 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer cleaned the cuvettes, replaced the water bath, and replaced the cuvette drying tip [part 09d51-02] to resolve the issue. The cuvette drying tip was considered the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, an instrument service review, and labeling review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.